Manufacturer narrative:
Initial reporter address: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4). To deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unspecified process step with a prismaflex set, a leak was observed from the bottom of the filter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10. The actual device was received for evaluation. A pressure test was performed and a leak was observed at the level of the upper blood header. The visual inspection confirmed that the blood header was cracked .the reported condition was verified. The cause was a shock during shipping/transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.